Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui communication failure on both left and right sides. There was no patient involvement.

Event description:
It was reported that the device had iui communication failure on both left and right sides. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. -field technician stated ¿iui communication failure on both left and right sides¿ was confirmed on the left side, but not confirmed on the right. ¿ received on 19-dec-2024 into bd san diego operation¿s lab. Pcu was received unboxed and with paperwork. ¿ left iui communication failure was confirmed using sandwich connection test between a test pcu and lvp modules. Also failed iui connector test via asm. Right iui connection failure was not confirmed. Internal inspection reveals a bent pin on the left iui connector, causing the communication failure. Unit passed iui connector test on asm, and sandwich connection test between test pcu and lvp modules when a test left iui connector was installed into the lvp. ¿ bent pin on left iui connector. Defective material from supplier. » device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the left iui connector. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.